Manufacturer narrative:
The reported event that drill bit axsos 3 ti locking, short, ø4.3 x 216mm was alleged of issue s-36 (device / component stuck) could be confirmed, since the device was returned for evaluation and it matches with the reported failure mode. The screwdriver bit received for evaluation was showed significant signs of usage. The surface of the drill bit has many scratches, and significant damage marks were also available. Functional inspection ¿ inserting and removing the drill bit through the drill sleeve ¿ was performed, the drill bit could not pass through the drill sleeve beyond approximately 46mm, and was stuck due to the damage available on the drill sleeve. Thus based on product inspection, the root cause was attributed to a user related issue. Such damage can be attributed to an improper handling of the instrument. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The operative technique was reviewed which describes the use of drill bit in detail. It clearly instructs to ¿use the drill sleeve ((B)(4)) together with a 4.3mm drill bit ((B)(4)) to pre-drill the core hole for subsequent locking screw placement. Medium size sleeves and drill bits show 2 blue color lines, short sleeves and drill bits show 1 line. Blue represents the color code for the 5.0mm locking system.¿ the instruction for use was also reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument. The cleaning and sterilization guide was also reviewed, it clearly states that stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices; the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses; and that careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical devices.

Event description:
The customer reported that during an axsos iii case, the locking guide and drill jammed together during the procedure and have spun in the hole in the plate, damaging the thread. The plate was left in situ and a non-locking screw was inserted in stead of a locking screw. This occurred in the distal section and there were 6 other screws, of which 5 were locking, in that part of the plate and the construct was stable when the case was completed. There was a minimal delay of 1 minute while the surgeon decided how to deal with the issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during an axsos iii case, the locking guide and drill jammed together during the procedure and have spun in the hole in the plate, damaging the thread. The plate was left in situ and a non-locking screw was inserted in stead of a locking screw. This occurred in the distal section and there were 6 other screws, of which 5 were locking, in that part of the plate and the construct was stable when the case was completed. There was a minimal delay of 1 minute while the surgeon decided how to deal with the issue.